Event description:
The patient had a drop table chiropractic adjustment performed to treat low back pain. A drop table adjustment involved transmitting a force to the low back simultaneously as the part of the table that supports the patient's pelvis drops down creating a large force couple. After the adjustment, the patient had worsening back pain and an inability to rise from bed. He presented to the hospital and had a prolonged stay. A u-type sacral fracture was diagnosed. The patient was subsequently referred to endocrinology and orthopaedic trauma surgery for further treatment.